Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative regarding a patient implanted for spinal pain. It was reported that the patient went into the doctor¿s office the week prior to the report, because their stimulation wasn¿t helping them. It was discovered that several electrodes had impedances greater than 10,000 ohms. The patient had noted that they did not have any falls or significant events that may have led to the issue. The manufacturing representative was able to reprogram around the electrodes with high impedances, and give the patient an effective program. The issue was resolved at the time of the report. No further complications were reported or anticipated at this time.